Event description:
It was reported to philips that the allura device was displaying 0:00 and would not boot up. The device was outside of clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot start. Review of the system log file showed that the system cannot ping flexvision. Upon functional testing, fse found that flexvision pc was defective. The fse replaced the flexvision pc and host os disc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.